Event description:
The caller reported that the blood glucose device gave a lower than expected reading during a hyperglycemic event. In the morning of (B)(6) 2022, he received a reading of 47 mg/dl on his accu-chek guide link meter and went to hospital afterwards. On the hospital meter, he received a result of 187 mg/dl. Both results were received within 15 minutes. No treatment was given and the customer was sent home. Later that day, at around 6:20 p.m., he received a reading of 167 mg/dl on his guide link meter. A ketone test showed ketones. The customer experienced coughing up blood and difficulties in breathing. Paramedics was called and, according to the customer, blood glucose was hi (= higher than the measurement range of the meter) on the paramedic's meter at around 8:00 p.m. The customer was admitted to hospital; the hospital meter read hi, as well.